Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, concentric and 90% stenosed mid left anterior descending artery. A 3.0 x 20 mm nc trek balloon was being used for pre-dilatation when the balloon ruptured at 12 atmospheres during the first inflation. A 3.0 x 15 mm non-abbott balloon was used for pre-dilatation and an unknown stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.